Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired due to respiratory failure. The cause of the respiratory failure was a lower respiratory tract infection, volume overload. There was also suspected pump thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed as there is no product available for investigation. A specific cause for the patient's lower respiratory tract infection could not conclusively be determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the report of respiratory failure, hypervolemia, mild heart valve regurgitation, and elevated pulmonary artery systolic pressure could not conclusively be established through this evaluation. The patient reportedly expired on (B)(6) 2020 due to respiratory failure that resulted from lower respiratory tract infection and volume overload. An echocardiography was performed on (B)(6) 2020 that demonstrated mild regurgitation of the aortic valve, mitral valve, tricuspid valve, and pulmonary valve as well as an estimated pulmonary artery systolic pressure that was elevated. It was reported that the center suspected pump thrombosis due to the patient¿s history of non-compliance with treatment; however, it was not thought to have contributed to the patient outcome which was considered to be patient condition related. Heartmate ii lvas, serial number (B)(6), will not be returned for evaluation. The event was not considered to be device related, and it was reported that the device was operating as expected. The heartmate ii lvas IFU lists local infection, respiratory failure, and device thrombosis as adverse events that may be associated with the use of heartmate ii lvas. The IFU also lists pulmonary hypertension as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. In addition, the IFU outlines indications of pump thrombosis as well as how to respond to such events. The IFU also contains information regarding the recommended anticoagulation therapy and inr range. The IFU warns that moderate to severe aortic insufficiency must be corrected at time of device implant and patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The heartmate ii lvas IFU and patient handbook both provide information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.